Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected multiple out-of-range impedance measurements on the right atrial (ra) channel over the last six months. Noise on the ra channel was also reported. Of note, the ra lead is a non-boston scientific product. Technical services (ts) reviewed available device data and concluded the presentation is the classical lead/pg header connection with micromovement in the header causing fretting and thus intermittent spikes in impedance. Additionally, the episode showing noise on the ra channel appears to be external in nature and separate from the ongoing intermittent variability. No adverse patient effects were reported. The ICD and ra lead remain in service.